Event description:
The reporter contacted animas on (B)(6) 2013 indicating that the patient was hospitalized for 18 hours due to high blood glucose levels and dka. The pump reportedly indicated that there were 100 units left in the cartridge; however, when the doctor removed the cartridge from the pump it was reportedly empty and there was no insulin observed. The pump reportedly did not alarm for low or empty cartridge. This report is being made based on the allegation that the patient experienced dka related to an empty cartridge.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.